Event description:
Customer reported, the system displayed a motion error. System operates as intended.

Manufacturer narrative:
A ge representative evaluated the system and found the lower screws on the clutch assembly had loosened. Tightened screws and verified proper operation. System operates as intended.